Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an everflex stent with entrust delivery system to treat a slightly tortuous lesion located in an unknown vessel. The device was removed from its packaging and prepped as per the IFU with no issues noted on inspection. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used. It was reported that on deployment, the stent jumped forward. The stent was left in the position that it deployed. The procedure was completed without further complication. No patient injury was reported.